Event description:
My father sent his hearing aids to (B)(4) for repair approximately one month ago. When the devices were returned, they were still malfunctioning and the bluetooth settings could not be adjusted. The company representative, (B)(4), instructed him to send the devices back again and stated that if they could not be repaired, (B)(4) would send refurbished top-of-the-line replacements. He mailed the devices back on (B)(6). After this, (B)(4) missed two separate service appointments that were required for setup, troubleshooting, or replacement of the devices. On (B)(6) at 9:00 am, the provider did not show up and did not call until 10:15 am. On (B)(6) at 9:30 am, the provider again did not show up and did not call until around 10:15 am. These missed appointments left him without functioning hearing aids. At the appointment that did occur, (B)(4) did not provide a licensed hearing professional for the state of (B)(6), so the hearing aid fitting and programming could not legally or effectively be completed. The refurbished replacements (B)(4) sent him were defective. The devices would not connect and could not be programmed, making them unusable. He has since been told he now requires new devices, but (B)(4) has delayed the process and stated that a "leadership review" may take several days, leaving him without hearing assistance. My father depends on hearing aids for communication and daily functioning. Going without working devices for this long has caused significant hardship. I am reporting this because the devices provided were defective, and the company failed to provide appropriate service for a medical hearing device. Pt code: 1881. Device codes: 2588, 1880. Ref report: mw5179017.